Manufacturer narrative:
The biomedical engineer (bme) that the secondary lcd display on the central nurse's station (cns) does not turn on. The customer was requesting the part number for ac adapter. Lcd display (secondary) is off because there is no power going to it. They isolated problem to defective ac adapter and tried changing power cord, but problem persisted. Lcd display (secondary) turns on when known good ac adapter is connected. (B)(6) was in patient use. No physical damage / fluid intrusion. Nihon kohden technical support (tech support) provided them the part number so that they could order to display. When qa inquired about patient information and about concomitant device information, the biomed later stated that there were no patients at this facility yet and that all the problems have been resolved. Qa then inquired if patients from another site was monitored, but the customer has been unresponsive to the clarification inquiry. No patient harm was reported. Part description: pwr supply, 24v canvys, op-med-mds24vs1 part number: a/ps-canvys quantity: 2 the following fields are not applicable (na) to the MDR report: lot number & expiration the following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 03/10/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 03/18/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded that there were no patients at this facility yet and all the problems have been resolved. Therefore, qa asked if they were monitoring another site, but the customer was unresponsive. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 03/10/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2 03/18/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded that there were no patients at this facility yet and all the problems have been resolved, so no additional device information was provided.

Event description:
The biomedical engineer (bme) that the secondary lcd display on the central nurse's station (cns) does not turn on. The customer was requesting the part number for ac adapter. Lcd display (secondary) is off because there is no power going to it. They isolated problem to defective ac adapter and tried changing power cord, but problem persisted. Lcd display (secondary) turns on when known good ac adapter is connected. (B)(6) was in patient use. No physical damage / fluid intrusion. Nihon kohden technical support (tech support) provided them the part number so that they could order to display. When qa inquired about patient information and about concomitant device information, the biomed later stated that there were no patients at this facility yet and that all the problems have been resolved. Qa then inquired if patients from another site was monitored, but the customer has been unresponsive to the clarification inquiry. No patient harm was reported.